Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an overnight occlusion event on (B)(6) 2026, likely due to tubing being caught during sleep. The event was resolved after an infusion site change with bg at 200 mg/dl. There was no user error was identified, the symptoms included hyperglycemia, and the event resulted in no health consequences or hospitalization. No further information available.